Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon evaluation pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
The son of an (B)(6) male pt contacted zoll customer support to report that the patient's electrode belt gelled. The pt was provided with a replacement electrode belt.